Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that numbers continued to scroll while attempting to program a bolus. Customer reported that buttons were not responding. Customer's blood glucose was 182 mg/dl. Customer reported that insulin pump may have been exposed to moisture from wearing insulin pump in bra. After troubleshooting, customer was advised that insulin pump would need to be replaced.